Event description:
During routine testing of the device at the service center, the user reported that the unit came in for a color chip failure. The user reported the hsat module was replaced and upon further testing, a probe on the device failed the manufacturer self-test. Since this event occurred during routine testing, there was no pt involvement.